Event description:
The patient had received a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restorsis multicompartmental knee system (mcl). Due to progression of osteoarthritis, the surgeon wanted to perform a patellofemoral arthroplasty procedure while leaving the unicompartmental components in place. After making the incision, the surgeon noted delamination on the lateral condyle and decided that the proper course of action was to perform a total knee arthroplasty procedure.

Manufacturer narrative:
The surgeon stated that the reason for the total knee revision was not related to the mako devices used during surgery but due to the advancement of the disease state of the joint, as observed clinically. The explanted components were returned to mako surgical and subsequently analyzed. Bone and cement were still visibly affixed to the back of the implants, indicating good fixation. The articulating surfaces of the implants showed minimal wear.